Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited small r waves, an inadequate sensing margin, a small a4 amplitude and appears to be not sensing appropriately. Intermittent ventricular sensing was also noted. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.